Event description:
It was reported that a powered wheelchair surged forward into that wall, injuring the user's foot and damaging the footrest. There was no report of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
.